Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. The service technician was able to verify the damage and also found upon visual inspection of the component jp4 of the power flex the pins 1, 2, and 3 are burned, which deemed this reportable. The customer reported no patient involvement or allegation of patient harm. (B)(4).

Event description:
The customer reported the model palmtop ventilator (ptv) revel had a damaged lemo connector. Upon service, the technician found component jp4 of power had burned pins.